Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/12/2022, it was reported by a medwatch representative via email that an ar-13995n multifire scorpion needle tip broke during an arthroscopic rcr procedure. This occurred during on (B)(6) 2022. No further information has been reported